Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss (lot number 0284d, frequency and expiration date unspecified) dentally, for oral hygiene. After an unspecified duration, when the consumer tried to get floss for the first time, the entire metal cutter broke and came off from the container. When she tried to put the metal cutter back, the roll with spool fell out and the plastic insert that holds the spool of floss popped out. She reinserted the spool of floss and the plastic insert back into the container and she was able to dispense the floss properly. She mentioned that she had experienced similar problem in the past and this was the second time she had problem with the device. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 04-sep-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss (lot number 0284d, frequency and expiration date unspecified) dentally, for oral hygiene. After an unspecified duration, when the consumer tried to get floss for the first time, the entire metal cutter broke and came off from the container. When she tried to put the metal cutter back, the roll with spool fell out and the plastic insert that holds the spool of floss popped out. She reinserted the spool of floss and the plastic insert back into the container and she was able to dispense the floss properly. She mentioned that she had experienced similar problem in the past and this was the second time she had problem with the device. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 22-aug-2014. On (B)(6) 2014, the returned sample was received opened, used and without the blister package. The returned sample received failed to meet specification due to loose cutter defect. A review of the data revealed no trend for the reported lot number. The retained sample was visually evaluated and did not present any defect associated with loose cutter. The device history records were reviewed and no issues were found, related to loose cutter. The cutter-insert assembly did not present defects during the product manufacture. The manufacturing related issues were reviewed and there were no related issues found associated with the lot number and product reported for loose cutter defect. The complaint was closed with a disposition of confirmed. The device was used as intended for treatment (oral hygiene). Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.